Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent escape and down arrow buttons response due to corroded keypad traces. The insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was 234 mg/dl at the time of incident. The customer's mother also reported that the insulin pump screen had cracks. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.